Manufacturer narrative:
Exact date unknown, event occurred 15 months ago. The device is not available for return; therefore, a technical product analysis of the device could not be completed.

Event description:
It was reported that after a non device related surgery the patient was having difficulty keeping the ipg charged. The physician did not suspect device malfunction. The patient underwent an ipg replacement procedure and was doing well postoperatively. The ipg was not returned.